Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2012. The revision surgery was performed due to stem loosening of a omni apex arc stem. The omni hip prosthesis was removed and replaced with zimmer components.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.